Manufacturer narrative:
The system is routinely calibrated every 24 hours and qc samples are run twice a day. Prior to and after the event, qc samples were within the lab's established ranges. Service was not requested, since the customer believes this was a sample integrity problem.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na), chloride (cl) and calcium (ca) results generated by the unicel dxc 800 pro synchron clinical systems for one patient. The erroneous results were reported outside of the lab. The patient was sent to the ER for a redraw. The results obtained were normal and the patient was released without treatment.